Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned,

Event description:
21st jan 2020 update: revision surgery completed on (B)(6) 2020. Competitor acetabular components and stryker abg stem were explanted. Restoration modular cone/ conical construct was implanted. Dr is planning on revising just the acetabular component on monday the (B)(6) 2020 in this patient (cup). He will remove the femoral head (stryker) from the stem to gain better access to the acetabulum. The competitor cup he is replacing is a custom cup. We have been asked to provide femoral heads; as standard they would replace the head if it has been removed off the stem. The custom cup may also require a different head diameter. In addition, we have been asked to provide a restoration modular revision stem on standby. This would be in the unlikely event that the exisiting stem accidentally be moved while revising the cup. Dr has expressed that he is just planning on revising the cup, but wants options just in case they are needed. Revision surgery completed on (B)(6) 2020.

Event description:
(B)(6) 2020 update: revision surgery completed on (B)(6) 2020. Competitor acetabular components and stryker abg stem were explanted. Restoration modular cone/ conical construct was implanted. Dr is planning on revising just the acetabular component on monday the (B)(6) 2020 in this patient (cup). He will remove the femoral head (stryker) from the stem to gain better access to the acetabulum. The competitor cup he is replacing is a custom cup. We have been asked to provide femoral heads; as standard they would replace the head if it has been removed off the stem. The custom cup may also require a different head diameter. In addition, we have been asked to provide a restoration modular revision stem on standby. This would be in the unlikely event that the existing stem accidentally be moved while revising the cup. Dr has expressed that he is just planning on revising the cup, but wants options just in case they are needed. Revision surgery completed on (B)(6) 2020.

Manufacturer narrative:
An event regarding damage involving an unknown abg stem was reported. The event was confirmed via photographs. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted abg stem with trunnion damage consistent with impingement. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: based upon the information available for review, no determination can be made for the cause of the multiple revisions of this patient¿s right total hip arthroplasty or what, if any, stryker products required revision and for what reasons. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.